Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of detached cable was confirmed. The strain relief at the probe's scanner end has been pulled away from the cable. The root cause of the failure was identified as use-related damage. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, the strain relief is worn out, exposed wiring present, electrical tape as a barrier.